Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2023, while the most distal orifice of the retrograde nail is drilled, which in the patient's planes would be the most proximal of the left femur, the drill bit breaks, leaving the fragments inside the patient without causing any apparent affectation and without the specialist requesting a response. The photographic evidence shows all of the bits that were invoiced in the same way. This report is for one (1) synream reaming rod ã¸2.5 long l1150. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synream reaming rod ã¸2.5 long l1150 was broken from one of the tips, broken fragment was not returned. No other defect was found. A dimensional inspection was not performed for the synream reaming rod ã¸2.5 long l1150 due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synream reaming rod ã¸2.5 long l1150 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part: 352.033, lot : 339774, release to warehouse date: 10.jan.2022, expiration date : na., supplier: (B)(4), manufacturing site: werk selzach, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.